Event description:
It was reported that during a trial procedure, the physician felt he nicked the dura near a fusion site in the lower back while advancing the lead. Prior to testing, the case was aborted. The pt had a follow-up appointment with the physician and had no adverse symptoms.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.